Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery while programming an extended bolus. It was also reported that the pump requested a minimum of 50 units of insulin while attempting to reload the cartridge after the pump malfunction. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the malfunction alarm was cleared. It was indicated that the customer would change the cartridge at a later time.